Manufacturer narrative:
The products were not returned for evaluation. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the products to examine and insufficient product information. The investigation did note the products were implanted for approximately twenty-one years prior to revision. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address loose femoral and tibial components, osteolysis, and polyethylene wear noted.